Event description:
The patient reported her insulin infusion device was beeping continuously and a "3.00" "77" was displayed on its screen. She stated she was able to resolve the issue by changing the battery. The patient stated, she could not make out the lot number of the battery in use at the time of the event. She said she is aware of the power pack recall and stated the power pack was probably in use longer than two weeks. The patient was advised to discard any recalled power packs and she said, she would do so. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.